Event description:
Reported by the patient as: "a port leak."

Manufacturer narrative:
Taper type ii. The product associated with this report has not yet been returned as it remains implanted. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing".